Manufacturer narrative:
Patient information was not provided. This event with regards to the referenced heartmate 3 patients was reported under medwatch MFR report # 2916596-2018-03956. Device information was not provided. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the new x-ray scanner at florida hospital had some artifact images appearing from lvad. Reportedly this issue had occurred with multiple patients and it was not known if all the patients had heartmate ii or heartmate 3.

Manufacturer narrative:
Device evaluation: a direct relationship between the device and the reported event could not be determined. The center reported artifact images were appearing from the lvad while using a new x-ray scanner. The issue was reportedly occurring with multiple patients. It was not known if the issue occurred with all hmii or hm3 patients. Multiple requests for additional information were issued to the customer but no further information has been received to date. The hmii IFU states that if the hmii lvas does cause interference to another device, the user is encouraged to try to correct the interference by reorienting or relocating the equipment, increase the separation between the equipment, connect the equipment to an outlet on a circuit different from that to which other devices are connected, or contact the manufacturer for assistance.

Event description:
Additional information: it was reported by a healthcare professional that this event was being addressed as a research and development issue. The affected patients were known.